Event description:
It was reported that the patient's log files noted power cable disconnect, low power hazard, and no external power alarms while on the mobile power unit on (B)(6) 2022 due to environmental circumstances that affected the ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files noted power cable disconnect, low power hazard, and no external power alarms while on the mobile power unit on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the heartmate mobile power unit was evaluated following the reported event of a no external power event active on 22dec2022. The heartmate mobile power unit (mpu) (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted controller event log file contained data spanning approximately 10 days ((B)(6) 2022 per the timestamp). There were no atypical events captured in the log file that would indicate an issue with the mobile power unit on or around the reported event date of 22dec2022. No "no external power" alarms were captured within the log file as the only active alarms that were captured were low voltage advisory and low voltage hazard alarms associated with routine battery depletion and routine power cable disconnect alarms. Provided information stated that the serial number of the patient¿s mobile power unit (mpu) is (B)(6) , the mpu had a v-lock connector on the ac power cord, the ac power cord did not come loose at the wall outlet or the back of the unit, there were environmental circumstances that would have affected ac power at the time of the event, and the mpu will not be returned for analysis as it remains with the patient. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.